Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD), which is part of the advisory on this model device, displayed an elective replacement indicator (eri). There is concern that the battery depleted earlier than expected.